Event description:
According to the op report, this valve was explanted due to thrombus. The patient experienced vomiting and abdominal pain, presented to the ER in cardiac arrest, was resuscitated and brought to the or. At explant, the valve was noted to be thrombosed "circumferentially" and was replaced with a sjm 19aj-501. The pt was placed on extracorporeal membrane oxygenation. Postoperatively, the pt accumulated clot necessitating re-exploration 2 days later with removal of a "tremendous" left pleural clot, replacement of chest catheters, removal of the aortic pressure and right atrial double lumen lines, and continuation of echo support. The pt was reported to be in "stable" condition.